Event description:
Procedure type: hysterectomy. According to the reporter: as dr. (B)(6) was entering the pt's abdomen, she noticed an abrupt change in vision. Upon further inspection, it was clear that a piece of the trocar broke off and was left in the pt's tissue. The piece was recovered and saved. A new device was opened and used to complete the case. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. This did not cause blood loss of 250cc or more. This did not cause a delay of more than 30 minutes.

Manufacturer narrative:
(B)(4).